Event description:
Complainant indicated that the device prepped fine, but the occlusion balloon deflated while attempting to deliver the stent. The physician attempted to inflate again, but the balloon would not inflate. The device was removed and when inflated outside the body held pressure. There was no adverse affect to the patient as a result of the reported malfunction.